Manufacturer narrative:
The product has not been returned. The product investigation is pending. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert generator; model #: unknown; serial #: unknown. Cool flow pump; model #: unknown; serial #: unknown. Soundstar catheter; model #: unknown; lot #: unknown. (B)(4).

Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with an ez steer coronary sinus catheter, suffered hypotension and st segment elevation, which required medication. The patient¿s medical history is unknown. It was reported that during the transseptal puncture, the patient's blood pressure dropped and the st segment was elevated on the EKG. The transseptal needle and the sheath used were both st. Jude medical devices. A transthoracic echo was performed and medication was administered to the patient. The patient was reported to be in stable condition and the EKG returned to normal. The patient did not require hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was unrelated to the procedure or device. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).